Manufacturer narrative:
Good faith effort attempts are being made to try and retrieve additional details regarding the reported event, but further information has not been obtained.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the severely calcified proximal/ostial right coronary artery (rca). An opticross hd catheter was selected for ultrasound examination of the target lesion. During removal, resistance was felt and the catheter became stuck and had to be pulled forcefully to remove. Upon removal, the catheter fractured and the distal section of the outer sheath remained in the aorta. A snare was used to remove the detached piece. The non-boston scientific (bsc) guidewire was removed from the device once outside the patient. No patient complications were reported, and the patient is expected to fully recover.